Manufacturer narrative:
The hill-rom technician found the communication cable was damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on its beds. The technician replaced the communication cable to resole the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call will not communicate with bed. The bed was located on the ground floor of the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).